Manufacturer narrative:
Per the tandem user guide: never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. This can cause hypoglycemia (low bg) events. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer inadvertently performed the load fill tubing sequence while connected to the site, resulting in a low blood glucose (bg) level of 40 mg/dl. Low bg was addressed by consuming carbohydrates. Tandem technical support educated the customer to not be connected to the pump during the fill tubing process and advised them to consult their healthcare provider regarding diabetes management.